Event description:
Customer reported images not related to the patient were found in the patient image directory. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5 volt power supply, cleaned out circuit board connectors, re-loaded software, and re-formatted both hard drives. System operates as intended.